Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and coma.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. On (B)(6) 2024, the patient reported that she went into a coma at the end of (B)(6). While wearing the dexcom. However, she could not remember any other information from it. The patient cited memory loss from diabetes complications. The patient was with her boyfriend when she went into a coma. The behavior of the mobile device was not documented. The patient was treated with insulin drip and IV fluids with ringers. The patient declined to provide further details. There was no documentation of further medical evaluation or intervention. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.